Manufacturer narrative:
Review of the curves for all sars-cov-2 positive runs does not show any abnormalities. An investigation was performed on the reported samples. The results were determined to be near the limit of detection (lod) for this assay. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Investigation on the reagent kit lot did not identify any product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer in abu dhabi alleged false positive sars-cov-2 results were generated on five samples while using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (sn(B)(4)). When retested using another method (real time pcr method with unknown make and kit information), the samples generated negative results for sars-cov-2. The sample was collected using a nasopharyngeal swab. Though requested, it is unknown if there was any harm alleged. Review of the curves for all sars-cov-2 positive runs does not show any abnormalities. An investigation was performed on the reported samples. The results were determined to be near the limit of detection (lod) for this assay. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Investigation on the reagent kit lot did not identify any product issue. 5 mdrs will be submitted for this report.